Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been high all day even with boluses and a site change. Customer's blood glucose was 459 mg/dl at the time of the incident. Customer bolused with the pump. Troubleshooting was performed. Customer was advised to do a complete set change. Customer will be sent a tubing clamp and will call back to complete the high pressure test.